Event description:
The customer reports that the ortho provue did not dispense red cell samples into the anti-a microwell of the abd / rev gel cards. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the syringe and valve e. The fe performed a pm on the provue. The customer ran and passed qc. Repairs have returned the instrument to expected operation. (B)(4)